Event description:
It was reported that the insulin pump had a scratch on its display screen. The customer did not recall his blood glucose reading. He stated that the screen had been dulled and that he could not read parts of it. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-21430.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.